Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine check. Firmware upgrade was attempted unsuccessfully. The pulse generator was restored. The nurse elected not to perform update. No symptoms were reported. The patient would continue with normal follow-up.